Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes and xrays. Thin radiolucency at the tip of the femoral stem and endosteal sclerosis (pedestal formation) at the tip of the femoral stem suggests bone stress response at the distal prosthesis may be associated with instability/loosening of the femoral implant and thigh pain. According to the revision operative the patient had recurrent hip effusions and the femoral stem was well fixed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001822565 - 2017 - 07803, 0002648920 - 2017 - 00694. Concomitant medical products: 00875101036 liner neutral 36 mm lot 61349741, 00801803603 femoral head lot 61424879, 00875705201 shell with cluster holes lot 61411124, 00408801226 femoral stem beaded lot 60567442, 00625006535 bone screw lot 61445397, 00625006520 bone screw lot 61371944. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address left hip joint pain, stiffness, swelling and recurrent hip effusion(s). Synovium inflammation and possible femoral head corrosion were noted intraoperatively. No further information has been provided at this time.